Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device showed that the coil was severe stretched and broke off the delivery wire at the detachment zone. The delivery wire was kinked and broke likely due to the severe twists. The introducer sheath and the proximal contact were kinked. As per additional information received, resistance encountered as the coil was being advanced through the microcatheter. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the observed damages. Therefore, a root cause of operational context has been assigned to the event.

Event description:
Analysis of the returned device found that main coil broke off the delivery wire and the delivery wire was broken. There was no clinical consequence to the patient.

Event description:
Analysis of the returned device found that main coil broke off the delivery wire and the delivery wire was broken. There was no clinical consequence to the patient.